Manufacturer narrative:
This is one of two device reports for this event. FDA pt code was used to report the non-specific cardiac event.

Event description:
The plaintiff's atty alleged that the pt experienced a cardiac event and subsequently expired on the same day. It was reported that the death occurred due to the administration of naturalyte and/or granuflo for dialysis treatment.